Event description:
A distributor in (B)(6) reported that inspiratory pressure control knob of an rd900 infant resuscitator was 'stuck'.

Manufacturer narrative:
(B)(4). We anticipate that the device will be returned to our indian regional office for inspection by a trained fisher & paykel healthcare technician. We will provide a follow up report once our investigation is complete.

Manufacturer narrative:
(B)(4). The complaint neopuff has not been returned to our (B)(4) regional office for inspection and is no longer expected. Questions were sent to the customer but no answers were received with regard to details about the reported damage or the whereabouts of the device. A lot check revealed no other complaints of this type for lot 101020. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient."

Event description:
A distributor in (B)(6) reported that inspiratory pressure control knob of an rd900 infant resuscitator was 'stuck'.